Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized with a high blood glucose of 600 mg/dl and excessive thirst. Troubleshooting was performed, and the insulin pump was programmed with the correct time and date. The customer did not know whether or not the basal rate settings were correct. Referred the customer to her hcp. Reviewed the alarm history, and only found a check settings alarm. The insulin pump passed the prime test, but the customer didn't have a tubing clamp for the high pressure test. A tubing clamp was shipped to the customer. Nothing further was reported.